Event description:
It was reported the patient had a hole in the posterior chamber and loose zonules. Unable to obtain any more definitive information from the end user.

Manufacturer narrative:
The device was received and inspected under illuminated magnification and showed one distorted haptic. The relationship between the device and the adverse event is undeterminable. The lens met all specifications prior to release. While we were unable to determine the origin of the damage, our investigation reasonably suggests, it is not manufacturing related.